Event description:
It was reported that the device reached elective replacement indicator (eri) sooner than expected and did not last very long. The device was explanted and was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant: enpath competitor implantable pacing lead (B)(6) 2010 5076-52 implantable pacing lead (B)(6) 2010 693565 implantable tachy lead (B)(6) 2010. (B)(4).